Event description:
It was reported that during a device data review, the nurse noted three alerts from this subcutaneous implantable defibrillator (s-ICD) system. The first was regarding an untreated episode, but it was likely over-sensed noisy signals when the patient was using an electric saw. The two other alerts were red alerts indicative of charge timeout (CT) and long charge (lc) error codes. Boston scientific technical services (ts) was contacted for a device data review. It was confirmed that there was a presence of non-physiological high amplitude noisy signals, which meant the patient's intrinsic rhythm was difficult to distinguish. These noisy signals were sensed, but untreated as the device began charging and displayed the aforementioned error codes. Ts indicated this is most likely the result of changes in the impedance pathway of the sensing vector and confirmed that potential inappropriate therapy and/or lack of therapy cannot be excluded. It was stated the s-ICD electrode was most likely damaged and the entire system should be replaced. Diagnostic imaging and provocative postural testing was also discussed prior to system replacement. The field representative provided this information to the physician and this s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. It is unknown at this time if the s-ICD system will be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device data review, the nurse noted three alerts from this subcutaneous implantable defibrillator (s-ICD) system. The first was regarding an untreated episode, but it was likely over-sensed noisy signals when the patient was using an electric saw. The two other alerts were red alerts indicative of charge timeout (CT) and long charge (lc) error codes. Boston scientific technical services (ts) was contacted for a device data review. It was confirmed that there was a presence of non-physiological high amplitude noisy signals, which meant the patient's intrinsic rhythm was difficult to distinguish. These noisy signals were sensed, but untreated as the device began charging and displayed the aforementioned error codes. Ts indicated this is most likely the result of changes in the impedance pathway of the sensing vector and confirmed that potential inappropriate therapy and/or lack of therapy cannot be excluded. It was stated the s-ICD electrode was most likely damaged and the entire system should be replaced. Diagnostic imaging and provocative postural testing was also discussed prior to system replacement. The s-ICD system was subsequently explanted and received for analysis.